Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. One of the two piercing pins of the bifurcated tubing set was connected to a solution container and being used to irrigate 1000 ml of normal saline via gravity. It was reported that the solution container was placed into a pressure bag and inflated to 400 mmhg. After an unspecified volume of solution leaked at the connection of the lower lid and the distal end of the drip chamber of the tubing set. The tubing set was replaced and the procedure continued. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.